Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 07/11/2024, it was reported that on (B)(6)2024, around 6:00-7:00pm, the patient's cgm was reading 98 mgdl and the bg meter was reading 28 mgdl. There was no documentation of treatment for the patient's bg meter reading of 28 mgdl. An hour later, around 7:00-8:00pm, the patient and his wife went to the grocery store, where he passed out in front of the store. The patient's wife took the patient to the emergency room (ER) as the hospital was 2 minutes away from the grocery store. At the ER, the reporter could not recall what specific medication or treatment was provided to the patient. After treatment, the patient's bg meter reading increased to 150 mgdl. The patient was discharged home after being in the hospital for 24 hours. The patient was in good condition at the time of report with bg meter readings in the 100-150 mgdl range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.